Event description:
On 01-jul-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a patient. There was no additional patient information at the time of this report. Method, hb, hct, sample: I-stat1, *15, *44, 1; lab, 7.1, 23.6, 1. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-sep-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing for lot h24095 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. It was not possible to make a pass/fail determination for returned cartridge test event as per appendix 1 of q04.01.003 rev an with respect to rate of results outside total allowable error (ea) due to low sample size (<17); returned cartridge testing met the suppressed results acceptance criterion outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24095.